Event description:
Result was 552 mg/dl. The user was concerned and went to the dr's office. Glucose was 181 mg/dl on the dr's meter. User was given a prescription for glucophage. Controls were not used. The device was replaced and requested to be returned for eval.